Event description:
After turp surgery completed the fortec medical technician discovered a laser burn on the outside of the cystoscope 1/2 inch from the tip. The scope fits inside a sheath and the scope does not extend past the end of the sheath. The side firing laser fiber is extended past the top of the sheath when in use. It appears the fiber was activated while inside the sheath resulting to damage to the scope. There would not have been any deflection of the laser beam because it was inside of the sheath. There was no apparent injury to the pt noted. Cystoscope - acmi m3-30a gold, sheath - acmi cls-23, fiber - boston scientific duotome sidelite 550, ref # 840-846, upn # m0068408460, lot # 45611006.